Event description:
Complaint rec'd reporting occlusion and leakage problems with use of 12568 microclave connectors and syringes (mfger. Make model unknown). One incident occurring mid (B)(4) 2010 reports a clinician "while drawing labs off of an IV and upon removing the syringe ...was splashed in the face with the pt's blood." There were no reported adverse pt./clinician consequences. Mfgers. Complaint investigation and analysis: a total of ten (10) used 12568 microclave connectors and one (1) pkgd. 12568, lot# 92-544-yj were returned for analysis and investigation. Visual analysis of the returned microclaves devices confirmed various component damages, including what appears to be hemostat gripper marks on the connector body; broken spike threads and silicone plug coring as well as the presence of foreign substances on eight of the nine used samples. There were no visual abnormalities with the packaged device. Functional (limited) testing was performed. The results recorded various degrees of fluid flow restrictions. The engineering analysis report documents this was due to the various damaged componentry. Add'l testing: an ft-ir (infrared spectroscopy) analysis was performed on the foreign material on the microclaves to determine the identity. The results were inconclusive. The infra red spectrum did not identify or show a match to any of the materials used in the manufacturing processes.

Manufacturer narrative:
The one (1) returned packaged same lot sample 12568 microclave connector passed all performance testing. The complaint device investigation confirmed component damages to the returned used 12568 microclave connectors. Previous investigations of similar component damages have been conducted. Those investigations have shown these types of damage are caused by use of incompatible mating devices. The microclave directions for use (dfu) states "do not use caps or needles" and that the clave/mircoclave connectors are compatible with iso male luers having an internal diameter between .062" - .110". The manufacturer has communicated these findings to the facility.